Event description:
A user facility biomedical technician (biomed) reported that the tubing guide on the blood pump rotor of the 2008t machine, cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. A user facility administrator (fa) confirmed the reported event during follow-up. The fa stated that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The fa stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The fa stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The fa stated the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeve missing. An inspection on the guide pin that has the missing sleeve have signs of debris and wear markings. There are no other discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. Both rear sleeve remained intact onto the pin and did not dislodge during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported fluid leak event could not be confirmed as it could not be duplicated during physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported that the tubing guide on the blood pump rotor of the 2008t machine, cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. A user facility administrator (fa) confirmed the reported event during follow-up. The fa stated that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The fa stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The fa stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The fa stated the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.